Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 114.0 cm from the hub and ovalized approximately 130.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked and ovalized. This type of damage typically occurs due to improper handling during removal from packaging or preparation for use. If the 5max ace is manipulated forcefully or pinched during removal from the packaging hoop or preparation for use, damage such as this may occur. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was kinked upon removal from its packaging. The damaged 5max ace was found prior to use and was not used in the procedure. The procedure was completed using a new 5max ace.